Manufacturer narrative:
H3: analysis of the lead (lot #: va2z6lh) revealed that there are no anomalies with the device and passed all testing in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, it was found that the lead was electrocuted and bent. Contributing factors and troubleshooting measures were unknown. The lead had been replaced and the operation was completed. The issue was resolved. Additional information was received reporting the complaint report refers to bent electrode contacts, not wires. The issue was discovered immediately out of the box. The cause of the lead being electrocuted and bent was unknown. This information has been confirmed by the physician.